Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. However, the most probable cause of the complaint (stain inside the light guide lens) is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenoscope had stain inside the light guide lens, residual liquid in distal end, foreign object in z-block (server plug-in) and connecting tube. There was no patient involvement.